Manufacturer narrative:
Mhus08 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was returned to devicor for investigation. Breast tissue found in cup upon receipt. The cutter gear was bound and could not be freed by hand; however, device initialized when placed on holster. The device retrieved 4/4 chicken, used as sample medium, without issue. Due to the discovery of breast tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from affiliate devicor medical device (B)(4) co. Stating, "during procedure inadequate tissue or no tissue and error code 804/808 after 1-5 cuts". This has been documented in our system as record #(B)(4).